Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 80 mg/dl. During troubleshooting, it was stated that the battery cap, compartment and spring were not damaged or corroded. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. It was stated that the insulin pump was not dropped or exposed to moisture. A new battery was inserted and the display returned. Battery out limit alarm was explained. The alarm history showed a battery out limit and a failed battery test alarm. It was advised to monitor the device.